Manufacturer narrative:
(B)(4). Final analysis found an insulation abrasion was noted at 10.7 cm to 11.1 cm from the connector pin. Abrasions are consistent with constant friction with another implantable device. Suture sleeve tie impressions were found at 12.0 cm and at 12.3 cm from the connector pin. (B)(4).

Event description:
It was reported that patient presented in clinic, upon interrogation the right ventricular lead exhibited noise, also noted pacing inhibition of pacing. The lead was explanted and replaced successfully. The patient did not experience any adverse events.